Manufacturer narrative:
He user reported a high glucose event. The following example set was provided. On sep-14-2025 11:30 am / sg 89 mg/dl - bg: 180 mg/dl. A review of the data management system (dms) revealed that on sep-14-2025 at 11:27 am/ sg: 168 mg/dl and no bg was entered. The sg was not trending up towards the reported bg.a review of the alert history revealed that the user did not receive a high glucose alert around the reported time as user's sg was below 265 mg/dl. The user did not seek medical treatment and resolved the event by taking insulin. User's hcp was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy,the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a high glucose event. The following example set was provided: (B)(6) 2025 - time -11:30 pm edt - sg 89 mg/dl - bg 180 mg/dl. After dms review, we confirmed the following information at the time of the event: 14 sep 2025 - time -11:27 pm edt - sg 146 mg/dl - bg not found". After reviewing the dms data, it was confirmed that the user did not receive a high glucose alert at the time of the event because the sg values did not exceed the alert threshold. The user did not seek medical treatment and resolved the event by taking additional insulin. The user's hcp was not aware of the event; therefore, the user was advised to follow up with their hcp for further medical guidance. A review of dms data confirmed that the user is currently using the system with up-to-date information.